Manufacturer narrative:
Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. Device history lot part # 357.515, synthes lot number: h381866, supplier lot number: h381866, manufacturing site: synthes monument, release to warehouse date: nov 17, 2017, supplier: avalign technologies-nemcomed. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that on an unknown date that during an unknown procedure it was discovered that brown screwdriver handle is staining. There was no reported delay. No fragments generated and procedure was completed successfully. There was no patient consequence. This complaint involves seven (7) devices. This is report 5 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data- b3- updated event date to unknown since the staining of the device did not occur intra-operatively but was only discovered during the procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.